Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been received for failure analysis evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) had three lives left. During the procedure, the scissors suddenly stopped closing and then stopped opening. When we removed the scissors from the robotic arm, we saw that a metal wire was loose at the tip of the scissors. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no obvious damage or anything out of the ordinary was noticed; it appeared to be in normal condition at the time of inspection. During the surgical procedure, no fragments fell inside the patient, so tasks such as instrument removal, dissecting, grasping, or retracting tissue did not result in fragment loss. The breakage issue was attributed by the surgeon to weakness of the wires, which led to the scissors' malfunction after about 30 minutes of use; specifically, the scissors would not close properly, and after manual adjustment, they would not open anymore. Throughout the procedure, no collisions with other instruments or hard material occurred, and at no point did fragments fall inside the patient due to instrument tip or accessory collision. The instruments were handled correctly, including wrist straightening prior to removal, and surgical staff did not feel any resistance during removal through the cannula. Upon final removal, no damage to the cannula or further damage to the instrument was observed. Since no fragments were lost or detached inside the patient, fragment retrieval and confirmation steps were not applicable, and no additional procedure (laparoscopy, open surgery) was required. Consequently, there were no post-operative tests (such as x-rays or ultrasound) to check for retained fragments. The surgery was completed by switching to new scissors, with no need to abort, convert procedures, or deal with complications. The patient suffered no injury and has not returned due to complications related to retained foreign objects. Neither the instrument nor any associated fragments are available for return to isi for evaluation, as the fragments were not retained, and there are no photographic images or video recordings available for isi review.